Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is considered within specification as the reported failure could not be reproduced. The product was used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used three-way silicone foley. Visual inspection of the sample noted 1 three-way temp sensing foley catheter inflated the balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and no leaks observed. No missing parts. With syringe attached the balloon deflated within 1 min (45 sec). Dissected balloon to find inflation notch perforated. This does meet the specification, stating that " verify that the eye punches are complete and notch according to the applicable drawing". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The investigation is concluded, and no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review and risk review is not required. Correction: d,h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that temperature sensing foley catheter was used in the operation room during an oral surgery case and when the sterilized distilled water was drained after pretesting, the water could not be drawn. It was noted that the balloon was also bulging. Per follow up information received via ibc on 25aug2021, it was stated that the event occurred during a pretest prior to use, and the device was not used on the patient. There is no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that temperature sensing foley catheter was used in the operation room during an oral surgery case and when the sterilized distilled water was drained after pretesting, the water could not be drawn. It was noted that the balloon was also bulging. Per follow up information received via ibc on 25aug2021, it was stated that the event occurred during a pretest prior to use, and the device was not used on the patient. There is no patient involvement.